Event description:
There was no reported damage to the packaging.

Manufacturer narrative:
Section d4: catalog and serial number corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during unpackaging and inserting the backup battery into a new system controller, one of the screw areas was broken. Per the healthcare professional, the controller did not fall down and no strong force was used. It seemed to be an out-of-box crack that was broken when used. The controller was not given to the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4, catalog number, serial number: corrected. Section d4, primary UDI number: corrected. Section h4 - device manufacture date - corrected. Manufacturer's investigation conclusion: the reported event of a damaged screw area was confirmed via submitted images and evaluation. A customer submitted image revealed a damaged backup battery cover on the system controller. Visual inspection of the returned heartmate 3 system controller (serial number (B)(6)) confirmed damage to the backup battery cover. One of the threaded hole and screw areas was broken off. The system controller underwent preliminary and functional testing and passed without issue. The controller was connected to a mock loop and was able to operate a pump for extended operation with no alarms active. Information provided by the account stated that upon receiving the product, no damage was observed to the packaging. A manufacturing task was opened to further investigate the issue of the damaged backup battery cover. The task concluded that a potential root cause of the issue was manufacturing procedure method. The system controller was assembled following an earlier revision of the heartmate 3 system controller final assembly that did not include the inspection for minor/hairline cracks found on the housing of the system controller. No actions were required as cosmetic imperfections are verified in the latest revisions of the heartmate 3 system controller final assembly procedures. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 2 ¿ "system operations", explains how to install the backup battery in the system controller, which includes removing the backup battery cover. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿, and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿, explain how to properly care for all equipment. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.